Event description:
It was reported that, surgeon removed rejuvenate stem and replaced it with a restoration modular stem. Pseudo tumor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.